Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-12760. It was reported the pt's system was explanted due to ineffective stimulation. Reprogramming was unable to resolve. The pt stated the pain was due to disease in her back.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.